Event description:
The "a" channel on this IV pump kept infusing after pump turned off. Continued to infuse medication for about fifteen minutes after turned off. Continued to infuse a sedative medication. Pt vital signs returned to baseline in twenty minutes.